Event description:
Edwards received notification from spain that a patient with this inspiris resilia valve mode 11500a21 implanted in aortic position was scheduled for a valve explant after an unknown implant duration due to high gradients.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation as it remains implanted in the patient. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The following sections were updated/corrected/added: h6: type of investigation, investigation findings, and investigation conclusions h11: additional manufacturer narrative pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, originating in the suture area and evolving subacutely or chronically in a centripetal manner. Pannus can have both beneficial and harmful effects depending on the amount of growth and its location. A small amount of host tissue growth over the suture line is expected and necessary to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, excessive pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces, leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus or host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest that a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors. Since no edwards defect was identified, corrective or preventive actions are not required.

Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: attempts have been made to obtain additional information. However, there has been no response at this time. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. High gradients can occur early or late in the lifetime of a prosthetic valve. When it occurs early after valve replacement, it is typically a result of pressure recovery, patient-prosthesis mismatch, and/or subvalvular or supravalvular obstruction. Measurement error, a high-flow state, prosthesis dysfunction, and pannus overgrowth can cause late high gradients after valve replacement. Prosthesis dysfunction is most likely related to patient/procedural factors, and not to manufacturing non-conformances, which most likely would be identified intraoperatively or early post implant. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Event description:
As per new information, this inspiris resilia valve mode 11500a19 implanted in aortic position was explanted from this 85-y-o patient, after an implant duration between 6 months and 1 year, due severe pannus overgrowth that lead to leaflet immobility, stenosis and increased gradients (pressure gradient of 40mmhg). The surgeon stated that no thrombus was found when explanting the valve, but a very severe pannus arising from the suture material in the outflow tract and extending towards the valve on the ventricular side of the left cusp, limiting its mobility. As reported by the customer, the valve itself looked perfect, all the leaflets were thin and calcium/fibrosis free. It was mentioned that when removing the pannus, the left cusp had normal mobility. A perimount magna valve was implanted in replacement. The patient was noted to be recovering well.

Manufacturer narrative:
The following sections were updated/corrected/added: b5, d4, d9, g3, h4 and h6 (device code updated per new info). H11: additional manufacturer narrative. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The device was returned. The evaluation showed pannus however the alleged leaflet immobility, stenosis and increased gradients could not be confirmed. Minimal host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 3 at the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was moderate at the outflow aspects. Investigation conclusions are still pending.